Manufacturer narrative:
(B)(4). During processing of this complaint attempts were made to obtain complete event, patient and device information. Transient ischemic attack (tia) may occur during this type of procedure and as listed in the instructions for use, tia is a known potential adverse event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Based on available information, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
Adverse event: facial droop. Time of adverse event: post procedure. Device issue: none. It was reported via a trial that on (B)(6) 2010, the patient had an rx acculink stent implanted in the right common carotid artery. After the procedure, the patient was diagnosed with a transient ischemic attack manifested as facial drooping. No treatment was provided. Upon discharge, the patient's symptoms were improved but had not resolved. The patient was discharged on (B)(6) 2010. Though requested, no additional information was provided.